Event description:
Critically ill pt in resuscitation. Orders could not be entered in (B)(6) system because chart was open elsewhere in the facility. It services stated they could do nothing to correct the problem. Deadlock was eventually resolved, but not by specific action (other user eventually relinquished the chart).